Manufacturer narrative:
Testing of actual/suspected device: during preventative maintenance (pm) conducted by a field service engineer (fse) the fse resolved the printer issue. The fse replaced the drive manifold and completed pm. A supplemental report will be submitted upon completion of our investigation. The initial reporter¿s name is shortened due to field character limit. The full name is (B)(6). The initial reporter named is a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse) the cardiosave intra-aortic balloon pump (iabp) failed the manifold check. There was no patient involvement, and no adverse event was reported.

Event description:
N/a.